Event description:
On 2/27/2024, it was reported by a sales representative via sems-06498421 that (3) ar-8400td torpedo, 4.0 mm x 13 cm, broke during use. The case was completed by opening new shaver tips. This was discovered during a procedure on (B)(6) 2024. Additional information is requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed. Based on the images submitted for investigation, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Event description:
Additional information: the device broke inside the patient, and all fragments were retrieved. The inner blade of the (3) ar-8400td torpedo broke in the joint. No adverse effects on the patient or delay in the case. This was discovered during an acl reconstruction procedure.